Event description:
It was reported that during a colon procedure, the device had a broken rotating knob. Another like device was used. There was no patient consequence.

Manufacturer narrative:
(B)(4). Malformed staples. Evaluation summary: the analysis showed that the device was received with the articulation mechanism damaged and with no cartridge present. The returned device was tested for functionality with a test cartridge in the center position, when fire the staples were malformed due to the damage articulation mechanism. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found broken. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.